Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving clonidine ( ¿345.4/d¿ at ¿60.53/d¿) and compounded baclofen (2000ug/ml at ¿350/d¿) via an implanted pump. The indication for pump use was stroke and intractable spasticity. It was reported that the pump was having volume discrepancies. The actual residual volume (arv) was greater than the expected residual volume (erv). The discrepancies were not believed to be related to pocket fills or programming errors. No patient symptoms were reported. The following values were provided: (B)(6) 2011 ¿ erv 4.4; arv 5.2. On (B)(6) 2012 ¿ erv 4.6; arv 4.8. On (B)(6) 2012 ¿ erv 3.9; arv 4.0. On (B)(6) 2012 ¿ erv 3.8; arv 3.5 on (B)(6) 2012 ¿ erv 3.2; arv 3.6. On (B)(6) 2013 ¿ erv 5.3; arv 5.9. On (B)(6) 2013 ¿ erv 2.7; arv 3.5. On (B)(6) 2013 ¿ erv 4.6; arv 5.0. On (B)(6) 2013 ¿ erv 4.1; arv 4.5. On (B)(6) 2014 ¿ erv 4.1; arv 5.1 . On (B)(6) 2014 ¿ erv 5.1; arv 7.0. On (B)(6) 2014 ¿ erv 4.2; arv 4.8. On (B)(6) 2014 ¿ erv 2.9; arv 8.5. On (B)(6) 2015 ¿ erv 2.9; arv 5.1. On (B)(6) 2015 ¿ erv 3.4; arv 4.9. (B)(6) 2015 ¿ erv 2.9; arv 4.5. On (B)(6) 2015 ¿ erv 2.8; arv 6.0. On (B)(6) 2016 ¿ erv 2.9; arv 4.8. On (B)(6) 2016 ¿ erv 3.4; arv 4.9. Additional information was received on 09-jun-2016 from an hcp and it was reported that the patient¿s other medications included tylenol pm, bisacodyl, melatonin, metoprolol, pantoprazole, simvastatin, tamsucosin, and tramadol. The patient¿s medical history included right-sided thalamic stroke in 2002 with left-sided pain and spasticity; hypertension; gerd (gastroesophageal reflux disease); and an allergy to morphine. Troubleshooting included running the logs to ensure no ¿stops¿ or motor stalls. The logs were reviewed and noted actual reservoir volumes consistently high. The cause of the volume discrepancies was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.